Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported device ar-12990 was received for investigation. Functional testing identified that the test needle was unable to be deployed through the ar-12990 shaft, as an obstruction was present along the inner diameter of the shaft. The observed condition is consistent with the prior breakage of the reported device ar-12990n within the shaft. No external damage/breakage was present. No further device parts of the broken needle ar-12990n were received. The broken off part of the ar-12990n was stuck inside the ar-12990 and could not be further evaluated. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
It was reported that during an anterior cruciate ligament surgery during the usage of the device ar-12990 (lot 10584489) the disposable needle ar-12990n (lot 10588666) broke in the area of the shaft, so that it is not possible to remove the broken part. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 18-jan-2022: it was confirmed that the surgery was finished successfuly with a different stitching device. Update avoe 18-jan-2022: it was further confirmed that the broken part is still stuck within the device ar-12990 and can`t be removed.